Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. Noted that his lead was repaired. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).